Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date ¿ ni . Date implanted ¿ unknown date in 2000. Manufacture date ¿ ni. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. Device discarded.

Event description:
Patient underwent a left hip revision due to pain approximately 16 years post-implantation. The femoral head was removed and replaced and the acetabular liner was replaced with a competitor component.